Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), procedural pain ("soreness on left side / left side was sore due to my surgeon working out that side") and abdominal rigidity ("a bit stiff 10 days out too"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal and abdominal rigidity outcome was unknown and the procedural pain had not resolved. The reporter considered abdominal rigidity, medical device removal and procedural pain to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), procedural pain ("soreness on left side / left side was sore due to my surgeon working out that side") and abdominal rigidity ("a bit stiff 10 days out too"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal and abdominal rigidity outcome was unknown and the procedural pain had not resolved. The reporter considered abdominal rigidity, medical device removal and procedural pain to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.